Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, upon device interrogation, device could not establish radio frequency telemetry connection. Patient was brought into clinic and a device download was performed successfully. Patient was stable prior, during and post interrogation and will continue to be monitored.